Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the communicator had difficulties to interrogate this pacemaker. Technical services (ts) reviewed the issue and determined that the home environment was unlikely to be the cause, noting an increasing number of failed communications between the communicator and the pulse generator. The patient was referred to the managing clinic to verify the implanted device radio frequency (rf) settings. No adverse patient effects were reported. This pacemaker remains in service.